Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has transducer failure and will not function. The customer reported the unit loses the calibration information in the calibration screen. At this time, it is unknown whether or not there was any patient involvement associated with the event.